Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the removal of the plate locking compression plate (lcp) synthes pediatric hip implant, cold fusion between the plate and the proximal screw requiring breakage of screw to remove the plate. Cold fusion which requires the sacrifice of the proximal screw to be able to make the removal of the plate. The screw was left in the patient bone. There were two sets of plates and screws involved. It was reported that the distal screws were removed first. The three distal screws are removed without any particular problems with a size suitable screwdriver. The proximal three screws were removed. However one of the three screws was welded to the cold plate. It was not possible to remove it. The decision was to saw the screw flush with the bone and leave it in place. By doing this, the most lateral end of the welded screw with the plate was removed in one piece. Then the second plate was address. Distally, removal of four screws was relatively difficult to impossible to unscrew screws. It was decided to proceed with the proximal screws ablation. The proximal in ablation also is relatively difficult with two screws that are removed in three and a screw which is impossible to remove. Even with the use of the appropriate equipment, removal of the screw is difficult. It was decided to proceed to saw the plate in two pieces to try to unscrew the plate and screw in one piece. When the product was received by the manufacturer, it was noted that two screws were broken off at the head and one of the two plates was broken off. One broken off screw head is stuck in the intact plate. It was reported there was a ninety minute delay in the procedure. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product code: hrs. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. Investigation summary for article 02.108.313 with lot number 7729580 / involved part 1, the other plate is broken off at the hole near the bended area. The surface shows excessive mechanical damage, caused probably by inadequate handling. A saw or similar instrument was used on the implant. Without all involved instruments and implants we cannot determine the exact root cause of the complained issue. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.